Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model sedr01 implantable pulse generator (ipg) implanted 2013-(B)(6); 507645 implantable pacing lead implanted 2013-(B)(6). (B)(4)

Event description:
It was reported that during implant the right ventricular (rv) lead caused a perforation with pleural effusion. The lead remains in use and no intervention has been planned. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient returned to the emergency room on 2013 (B)(6) with similar symptoms. Echocardiogram showed signs of early tamponade and large pericardial effusion. The patient was prescribed large doses of aspirin and colchicine daily.

Manufacturer narrative:
(B)(4).